Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high capture thresholds and decreased r wave amplitude. Patient was brought into clinic and x-ray confirmed right ventricle lead dislodgement. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture threshold, and sensing r-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture threshold and sensing r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the helix, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension was within specification.